Manufacturer narrative:
The field service engineer replaced the dilution cup which appeared to resolve the issue.

Manufacturer narrative:
The field service engineer determined there was an issue with the emptying of the dilution vessel.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 150.8 mmol/l. The sample was repeated twice on a second analyzer, resulting in values of 140 mmol/l and 142 mmol/l. The na electrode lot number and expiration date were requested, but not provided.